Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the rep said the hcp called because the patient reported occasional zapping at the pocket site. The hcp checked impedances and it appeared to be fine and the x-ray didn't show anything. Technical services suggested testing in various head posi tions, although a fluid short didn't necessarily show up in impedance checks. The caller didnt' know if the patient was feeling stimulation. In the extremities, other than the pocket. The patient's therapy was fine and getting therapeutic benefit. Technical services also suggested palpitation with stimulation on and off. Feeling the zapping sensation with therapy off would imply that issue was medical in nature. Also discussed a possible connection issue. There were no further complications reported.